Manufacturer narrative:
Patient information was requested but not yet provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was on veno-venous extracorporeal membrane oxygenation (ECMO). During circuit check the ECMO alarm sounded and displayed 0 rotations per minute (rpm) and 0 flow. The patient's heartrate dropped to the 40's and oxygen saturation dropped to 50's. There was no loss of consciousness and the emergency ventilator settings were initiates and the back up console employed to restore the speed and flow. The patient's vitals recovered. There was no patient injury and patient continued to be treated with backup unit. There was a potential loose cable between the centrimag main unit and the motor that could have caused the stoppage. The customer was to connect to mock loop to test the system. Related manufacturer report # 3003306248-2022-00034 and 3003306248-2022-00033.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the downloaded log file from the returned centrimag console confirmed the reported system stop. A specific cause for the reported event could not be conclusively determined and a direct correlation with the centrimag blood pump could not be conclusively established through this evaluation. A log file was downloaded from the returned and associated 2nd generation primary console (serial#: (B)(6) for review. A review of the downloaded log file showed events spanning approximately 3 days (17feb2022 ¿ 18feb2022, 23mar2022 per time stamp). The events occurring on 23mar2022 took place during lab testing at abbott on 18feb2022 at 14:01, a sub-fault ¿sf_ifd_shutdown_detected¿ activated and was followed by ¿motor disconnected: m2¿ and ¿flow below minimum: f3 alarms. The speed drop to 0 rpm with a flow slightly above 0 lpm. The alarms were able to be muted and cleared and the speed and flow recovered a couple minutes later. The console was powered off shortly after at 14:17. There were no other notable events active in the log file. The centrimag pump was not returned for evaluation. Review of the device history record (DHR) for the centrimag blood pump revealed no deviations from manufacturing or quality assurance specifications. The centrimag blood pump instructions for use (IFU) lists the adverse events that may be associated with the centrimag circulatory support system. This IFU also provides the following warnings and cautions: IFU warning #10: frequent patient and device monitoring is recommended. IFU caution #2: this device should only be used by persons thoroughly trained in extracorporeal circulation procedures. IFU caution #15: always have a backup centrimag pump, console, motor, and accessories available for use. The 2nd generation centrimag system operating manual section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." No further information was provided. The manufacturer is closing the file on this event.